Event description:
Pt opened the box labeled one touch ultra test strips which usually say one touch ultra in light blue. Instead, in the package there were black test strips that were printed one touch. This is a packaging issue originating from the MFR.